Manufacturer narrative:
Correction: h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed flange testing" was reproduced. A review of event history log revealed "failed flange sensor test". A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be mechanism and flange assembly which requires replacement to address this issue. Full calibration and release testing will be performed to ensure proper functionality. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed flange sensor test (se 21502). A review of event history log revealed failed flange sensor test. The unit failed the flange sensor test. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be mechanism and flange assembly which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a system error 21502 (flange sensor failure). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.